Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently the touchscreen displays "white visual static", and prevents the customer from seeing the display. Customer's blood glucose level was 184 mg/dl. It was indicated the customer would revert to manual injections for continued insulin therapy.